Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation found the eyepiece was worn. Based on the results of the investigation and the information provided, it is likely that the worn eyepiece was due to wear and tear. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed during the device inspection, that the telescope exhibited the eyepiece was worn. There were no reports of patient involvement.